Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device displayed a bias current error, indicating a condition in which the device could unintentionally activate or run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.